Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulerson syringe during use on the patient. The spring wire guide was found kinked. The patient's condition is reported as fine.

Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulerson syringe during use on the patient. The spring wire guide was found kinked. The patient's condition is reported as fine.

Manufacturer narrative:
Qn # (B)(4). The report of a kinked guide wire was confirmed through complaint investigation. Visual analysis revealed that the guide wire was kinked towards the proximal end. This kinked section met resistance when passing through the returned ars; however, all undamaged portions of the guide wire passed with little to no issue. The guide wire met all relevant dimensional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
It was reported resistance was found when the spring wire guide was inserted into the arrow raulerson syringe during use on the patient. The spring wire guide was found kinked. The patient's condition is reported as fine.